Event description:
It was reported during service at manufacturer facility that the system 6 battery is damaged and the weld was compromised which can lead to sterility breach. This event occurred during service therefore there is no associated procedure and no patient involvement.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.